Manufacturer narrative:
Long term results of open complex abdominal wall hernia repair with self-gripping mesh: a retrospective cohort study leonard f. Kroese, lien h.a. Van eeghem, joost verhelst, johannes jeekel, gert-jan kleinrensink, johan f. Lange http://dx.doi.org/10.1016/j.ijsu.2017.07.029. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study performed between june 2012 and june 2015, a retrospective single center cohort study aimed to evaluate the long-term results for complex ventral hernia treatment using self gripping mesh. All patients undergoing elective complex incisional ventral hernia repair. A total of 46 patients were included in the study and the mesh was used in the retromuscular position. Postoperative complications included: seroma, hematoma, infection, pain and recurrence. Ultrasound guided puncture was required to treat one seroma and one hematoma was treated conservatively. Readmission was required for mesh infection in one patient which was treated conservatively. Daily analgesics were used to treat moderate pain. Reoperation was required for two patients who developed a recurrence and one patient who developed mesh infection.